Event description:
Implant site: jugular vein bleeding among the subcutaneous tunnel.

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for evaluation. When the investigation is complete, a final report will be submitted.